Manufacturer narrative:
Information references a component of the system. Other relevant device(s) are: catalog number esbf2514c103e, serial number (B)(4). Film evaluation results are: review of pre-implant CT¿s and 3d film report confirmed that the patient had a 58mm max diameter infrarenal aaa. The proximal neck diameter just below the lowest left renal artery measured 21mm, and ~3cm lower near the bottom of the neck the flow lumen diameter narrowed down to 21mm in diameter. The neck contained areas of calcification and thrombus. The distal aortic diameter was 26mm and was extensively calcified. The iliac arteries were mildly tortuous but extensively calcified. The origin of the right common iliac artery was stenosed (7mm diameter), and along the majority length of the rcia the diameter ranged from 21 ¿ 18mm. The left common iliac artery diameter ranged from 11 ¿ 14 ¿ 13mm. The access vessel diameter was 9mm; bilaterally. Review of 2 still angio images during implant revealed that the bifurcate was brought up the left side and delivered just below the lowest left renal artery. The bifurcate gate opened in the a-p orientation. With the catheter placed at the top of the bifurcate, no contrast was seen outside the stent graft and the aortic body and limbs were all patent. No obvious stent graft kinks, compression, or other issues were observed. Review of CT¿s 8 months post-implant revealed that an endurant stent graft system was implanted in the patient. The max diameter aaa measured 58mm and no endoleak was seen. The bifurcate was positioned just below the lowest left renal artery. The bifurcate proximal od measured 22mm, and the ipsi limb was placed up the left side and extended with another 16mm diameter limb into the left common iliac artery. The contra limb was implanted into the left common iliac artery; a 12mm od x 2.5cm length stent was seen positioned inside the contra limb across the distal aorta. A slight amount of thrombus was seen within the bifurcate aortic body, and beginning at the flow divider the bifurcate ipsi limb and 16mm limb extension were both 100% occluded. The origin of the left internal and left external iliac arteries were also both occluded, and distal blood flow down the left side resumed at the left external iliac artery. No stent graft kinks or compression was observed. The ipsi limb minimum od near the level of the gate measured 14mm, and within the left common iliac artery measured 16mm. The right/contra limb was patent. The ID of the stent seen within the contra limb measured 10mm. No other stent graft issues were observed. The cause of the occlusion seen within the left limb and left limb extension could not be determined. Analysis of the returned films did not reveal any characteristics that could explain this occlusion; no stent graft kinks or compression was observed. Other than 2 still angio images at implant, cine¿s at implant and earlier follow-up¿s were not available for review; the blood flow dynamics could not be assessed from the images provided. This may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. It was reported during follow up it was discovered that the left limb was occluded. Per the physician's statement the cause is unknown. No clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.